Event description:
It was reported to ventec that the patient had just completed cough therapy when the device shut down by itself and began to reboot. There was patient use associated with the reported event. The reporter advised that there was no harm to the patient, however, one parent had to use an ambu bag on the patient, while the other parent obtained their backup device.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it unexpectedly losing power and then rebooting by itself was confirmed. Ventec opened the device in order to perform an internal inspection and observed that its cough assist valve had a torn poppet ring, and also that the internal flow transducer (ift) cable was not fully seated. Both of these issues can cause the reported unexpected loss of power and rebooting. Ventec replaced the cough assist valve and reconnected the ift cable in order to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn and the ift cable was not fully seated.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 . Section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).